Event description:
It was reported that "display screen malfunctioning. Attempted to do a display reset but pump was not responding, recommended a power cycle if patient was stable enough. Rn endorsed patient too sick to turn off pump for 10 seconds, exchange recommended". Iabp exchanged. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.